Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
T was reported that a beta bionics ilet user had a hypoglycemic episode of nadir 62 mg/dl blood glucose (bg). She corrected with coke, oatmeal, and some other snacks, over 30 g carbs. The user rose to 120 and announced her meal. The user's bg dropped again after the meal announcement to 61 mg/dl and was corrected with a glucose drink. Announcement practice and corrections were reviewed with the user. There was no further intervention required for this case.